Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A non-healthcare professional reported that, during the intraocular lens (iol) implant procedure, lens stuck in loader. There was patient contact. Procedure completed the same day with no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint "lens stuck in loader" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).